Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported a button error. The blood glucose reading was 140 mg/dl. The patient does not recall the insulin pump getting wet. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.